Manufacturer narrative:
The reported condition of "device displayed syringe is empty eos" during patient infusion was confirmed and duplicated and was found to be due to malfunctioning mpu (motor processing unit) board. The mpu was replaced to correct the reported condition. Should additional information becomes available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A service history review revealed the device has previously been serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported an infusor pump that displayed "syringe is empty eos" during patient infusion, causing an interruption of delivery. The reported condition occurred in the surgery room while propofol was being infused. No patient injury or medical intervention occurred. No additional information is available.